Manufacturer narrative:
Voluntary medwatch report received: mw5163169.

Event description:
Voluntary medwatch received states that there were inappropriate tachycardia (atr) episodes from an unspecified oversensing on the right atrial (ra) lead. Additionally, the ra lead exhibited high impedance measurements. No intervention was reported. The patient had no adverse consequences.